Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received an ai letter from the FDA which states, "#3 event: maxplus clear needleless connector cap never re-engaged after using the cap. Multiple syringe exchanges and flushes occurred and the blue piece remained stuck inside the cap. The blue piece finally engaged after removal; #4: patient came in on 1/30 to have port accessed for lab draws. When the syringe was unattached the cap stuck and blood sprayed on the nurses gown. New microclave neutral connector applied. No packaging saved. Manufacturer response for clear needleless connector, maxplus clear needleless connector (per site reporter). Meeting scheduled with manufacturer from information sent from pediatric oncology." The customer reported there was no harm.